Event description:
It was reported that the catheter was damaged, and it was impossible to change its circumference. No pt injury was reported. Several attempts were made to gather additional information and clarification about this complaint; however, no further information could be obtained. The event description was not indicative or a reportable malfunction. While evaluating the complaint sample, it was noticed that the edge of electrode #2 was lifted. This condition represents a reportable malfunction. Biosense webster became aware of this reportable condition of the catheter on 05/06/09 upon receipt of the device.

Manufacturer narrative:
The catheter failed the deflection test. Dissection revealed that the puller wire was no longer attached from the ferrule. A corrective action has been opened to address and resolve this issue. Furthermore, it was noticed during analysis that ring electrode #2 was damaged and lifted. It is possible that the ring electrode was caught with the edge of the sheath's tip causing the damage on the ring. Ring electrode #2 presented clear damage indicating that excessive force was applied. The pu margin of electrode ring #2 was damaged from the edge of the ring. The pu margins appeared to be within specification prior to the damage. The sheath introducer was not returned. A corrective action has been opened to address and resolve this issue.